Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, scratched case, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage at battery compartment was confirmed during visual inspection. Battery cap contact damaged was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. Product mmt-1880l was returned for analysis.